Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach. According to the customer this procedure was done on (B)(6) 2010. No further info is available.